Event description:
It was reported that back up vvi was noted on the implantable cardioverter defibrillator at initial interrogation prior to implant. There was no patient involved.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup due to an integrated circuit anomaly. The insufficient internal supply and high current observed was also due to the integrated circuit anomaly. Manufacturing investigation confirmed an anomalous integrated circuit.